Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages with one cartridge. Reportedly, the cartridge was filled with approximately 150-200 units of insulin. The customer did not test blood glucose level; however, there was no reported impact to the customer's blood glucose level. The customer filled a new cartridge with water and was able to successfully load the cartridge onto the pump. During a follow-up on (B)(6) 2016, it was confirmed that the minimum fill message did not reoccur. Additionally, it was reported that the cartridge was originally being filled with insulin pens instead of the tandem syringe. The customer resumed insulin therapy on the pump.